Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.g4: initial aware date corrected from (B)(6) 2020

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that the procedure was to treat an unspecified artery. A leak was observed at the hub of a. 2.25 x 23mm xience alpine stent delivery system (sds) during the procedure. It is unknown at this time how the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was returned for analysis. The reported hub leak was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported hub leak as a hub leak was not confirmed during return analysis of the device. A leak was noted at the guide wire exit notch; factors that may contribute to a guide wire exit notch leak include, but are not limited to, manufacturing damage, material damage, mishandling by user, and interaction between the device and other accessory devices. There is no indication of a product quality issue with respect to manufacture, design or labeling.na